Event description:
Literature reference: mccallum r, et al. "Clinical response to gastric electrical stimulation in pt's with postsurgical gastroparesis". Clin gastroenterol hepatol 2005; 3:49-54. The aim of this study was to report the long-term clinical response to high-frequency gastric electrical stimulation (ges) in sixteen pt's with postsurgical gastroparesis who failed standard medical therapy. One pt had the device removed after twelve months due to pocket infection of the gastric stimulator.

Manufacturer narrative:
This report is being submitted following an internal audit.